Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found a broken universal serial bus (usb) door. An interior inspection was performed and the inspection passed. A review fo the downloaded error log found no errors related to the issue. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.